Event description:
It was reported the laparo-thoraco videoscope image was abnormal and red in color. The issue was noted during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a failed electrical component led to the image fault. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparo-thoraco videoscope image was abnormal and red in color. The issue was noted during set up. There were no reports of patient harm.